Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the lcd isolation tape was noted. The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings, blank display and failed battery test from the insulin pump. The customer's blood glucose reading was 457 mg/dl. The customer treated with the pump. The customer was advised to clear the alarm with the escape and act buttons. The customer stated that the battery used is an (B)(4) aaa alkaline battery. The customer stated that the screen is blank and nothing came up on the display. The mother also stated that the last couple of cannulas were bent. The customer will be sent a replacement pump.